Event description:
Int'l affiliate reports the only info made available is that there was a failure with an expedium screw in the fall of 2008. An invalid product code was provided and the affiliate has been unable to obtain the correct code. It has been reported that no additional info will be made available. The screw was discarded by the customer.

Manufacturer narrative:
The screw was discarded by the customer and is not available for eval. No info regarding the nature of the reported device failure was provided. Review of the device history record cannot be performed as the device product code and lot number are unk. No conclusions can be made at this time.